Event description:
It was reported that the patient¿s ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the additional information received, this does not meet the reportability criteria.

Event description:
Additional information received indicates that the ipg was operable. The patient experienced an increase in recharge burden. However, a fully charged ipg provided 24 hours of therapy. Surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.